Manufacturer narrative:
The device was not identified by serial number; therefore will not be returned for investigation. The customer contact indicated that the device was repaired by the user facility and was returned to clinical use. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
User facility mandatory medwatch received, which stated the following: "the event involves a pt that underwent patellofemoral arthroplasty. The next day, while the nurse was in the pt's room, the nurse saw a flash of light and smoke coming from the cord to the pca pump. Upon inspection of the cord, it was frayed and warm. The power cord had shorted out where it goes into the machine. The pca machine was taken out of service. Biomed was notified. Several days later, biomed inspected the machine, replaced the power cord, adjusted the time and date, and tested the pump before returning it to service." Upon further query, the following info was provided: the customer contact stated the nurse heard a "loud nose" and noticed "an orange flash" coming from the pt's room. Upon entering the room, the nurse noted a "small amount" of smoke and that the power cord on the device was frayed. There are no reports of adverse events to either a pt or healthcare worker. Though requested, no add'l info was provided. Ref u/f # (B)(4).